Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1.4 mmol/l, 17.9 mmol/l, 12.7 mmol/l, and 12.0 mmol/l. Customer took novorapid based on result of 12.0 mmol/l. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).